Manufacturer narrative:
The reported packaging lot (5470137) for item number h965457591 had purchased component item number 10610018 (angiodynamics lots 661444 [sl# 9004244394] packaged in it. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. There have been no previously reported complaints for packaging lot 5470137 or purchased guidewire component lots {661444} for similar issues. The september 2019 angiodynamics complaint report was reviewed for the mini sticks product family and the failure mode "guidewire fractured/migrated. " no adverse trend was indicated. The end user's reported complaint description was confirmed, the guidewire was fractured. The guidewire component is supplied to angiodynamics by the supplier heraeus medical components. Scar003880 was sent to the supplier, along with the sample for evaluation. Heraeus' response indicated that as the point of fracture of the unit was not on the adhesive bond nor on the welding part of the guidewire (bond sections) it was not assembly manufacturing related. A revision of all raw materials and associated sub-assemblies were reviewed and as per record review, the material was within specification. The core of the returned guidewire was measured and also confirmed to be within specification. Heraeus medical reviewed the device history records for the noted lot and found no discrepancies related to this defect during manufacturing. It was verified that all personal was properly trained in all manufacturing processes steps and quality inspection as well. Review of the complaints of the last 12 months found this to be the first of this issue, therefore there is no trend. Potential contributing factor includes end user pulling the guidewire back against the needle; this is cautioned in the dfu: "precautions do not advance or withdraw a guidewire against resistance until the cause of the resistance has been determined. Excessive force against resistance may result in guidewire damage or vessel perforation. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire." ((B)(4)).

Manufacturer narrative:
The used device has been returned to angiodynamics. As the fractured guidewire is a purchased component, it is being returned for evaluation to the supplier, heraeus medical, along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, " dr (B)(6) was using the mini stick max. He inserted needle, wire, then sheath. As he pushed down on the sheath he thinks there was a kink and as the wire was pulled back only half was present. The other half was in the femoral vein in which they had to do a cut down for extraction. The entire wire was able to be removed." The used device has been returned to angiodyanmics.